Manufacturer narrative:
The complaint was confirmed, and the damage appears to be use related. The venous extension leg was apparently damaged with a sharp instrument cut. A v-shaped slit was noted in the extension leg just proximal to the bifurcation. Sharp edges were observed along the v-shaped slit and the surface was noted to be striated, which is indicative of a sharp instrument cut. The extension legs were discolored and tape residue was found on the extension legs and bifurcation, which indicates that the product was used. The duration of use is unknown. No defects related to the manufacturing process were noted in the complaint sample. A chr of lot #resh0393 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a nick and leakage between the 2 branches of the diagnostic catheter. It was noticed before connection after the vascular access test.